Event description:
It was reported by the plaintiff's attorney that on (B)(6) 2007, the plaintiff was implanted with an ams monarch pelvic mesh product to treat pelvic organ prolapse and/or stress urinary incontinence. The plaintiff's attorney alleged that the plaintiff suffered "mesh erosion, hardening, chronic pain and worsening dyspareunia, and recurrent incontinence," "mental and physical pain and suffering, " additional surgery, permanent injury, scarring, and other injuries.

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.